Manufacturer narrative:
The original awareness date for this event was inadvertently missing on the initial medwatch for this complaint. It was populated into the date received by manufacturer field and has not been populated into the date of the report field as well. The lot number for this device is unknown; however, a partial lot number of xxxxxna was provided upon product receipt. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The service and repair department documented depth gauge for 2.7mm & small screws broke off after wash, no surgery involved. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
An investigation review was performed. The investigation of the complaint articles has shown that: one of the following was received, depth gauge (part # 319.04 / lot # unknown / mfg. Date: unknown), the returned depth gauge was received completely disassembled with the hooked rod broken off the slider assembly. The hooked rod was not returned. Aside from minor cosmetic scratches and discolorations the balance of the instrument is in good condition. A visual inspection, complaint history review, drawing review, DHR review, and risk assessment review were performed as part of this investigation. No product design issues or discrepancies were observed. The cause of this complaint condition cannot be determined, but it was most likely caused by inattentiveness during sterilization. This complaint is confirmed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: veterinary complaint. Device is an instrument and is not implanted/explanted. Service history review: no service history review can be performed because the lot number is unknown and cannot be traced. The manufacture date is unknown. The service history evaluation is unconfirmed. A service and repair evaluation was performed. The investigation of the complaint articles indicates that the customer reported the item was broken. The repair technician reported the tip was broken off. Tip broken is the reason for repair. The item is not repairable. The cause of the issue is unknown. This item was forwarded to the complaint handling unit on 14-may-2015. The evaluation was confirmed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.